Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. There was no abnormality in the subject device and the indication phenomenon was determined to be caused by malfunction in the endoscope.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to confirm the reported issue. The fse checked the scope¿s setting and connections and no issue was found. The fse checked the other scope and once it was plugged in, an e30 error was received. Both scopes were tested and gave the same result. No repair was made on site as the root cause of the problem was not found. The user was advised to send the device to olympus for further evaluation. To date the device has not been received. If additional information is obtained or if the device is returned for an evaluation, a supplemental report will be filed.

Event description:
A user facility reported a b30 communication error on a video system center during a case. It was reported that the issue was occurring on two scopes. No patient injury was reported. No additional information has been obtained.